Event description:
The customer observed smoke being emitted from a dimension exl with lm instrument during the time when the instrument displayed an input/output comparator (ioc) communication error. There was no harm or injury to the operator or laboratory personnel due to smoke coming from the instrument.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that the ioc communication error was due to overheating of the instrument's heat torch element. The cse replaced the heat torch and verified that there was no other damage or injury caused by the overheated heat torch element. The instrument is performing within specifications. Further evaluation of the device is not required.